Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system was explanted due to a patient condition. When the system provided therapy, the patient would seize. The doctor explanted the sicd system and implanted a transvenous one. No additional adverse patient effects were reported.